Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 482 to 500 mg/dl. Troubleshooting assisted the customer in performing the high pressure test however, found that the pump failed the test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The no delivery alarm was functioning properly. The test mini link transmitter with the glucose sensor simulator calibrated properly to the pump. The pump was received with minor scratches on the lcd window.